Event description:
It was reported that prior to use with 4 bd insyte¿ autoguard¿ bc shielded IV catheter the printing on the device label was unclear. The following information was provided by the initial reporter: this is a report about unclear printing on package. According to the customer's report, printing on package is unclear.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-jun-2023. H6) investigation summary: bd received four sealed 22 gauge insyte autoguard blood control pro winged units from lot 2192127 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during inspection. Our quality engineer visually inspected the returned units and observed faded or missing print on the left side of the labels. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process.

Event description:
It was reported that prior to use with 4 bd insyte¿ autoguard¿ bc shielded IV catheter the printing on the device label was unclear. The following information was provided by the initial reporter: this is a report about unclear printing on package. According to the customer's report, printing on package is unclear.